Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm pericardial aortic valve, implanted approximately eight (8) years and three (3) months, was explanted and replaced with a 3300tfx 21mm valve due to severe stenosis secondary to calcification. Through follow up with the hcp, the operative report was received and states, "the patient had a great deal of calcification in and around the aortic root. The valve was inspected. The valve was successfully removed. The leaflets were very, very sclerotic and barely moved at all. There was no calcification on the aortic side of the leaflets but there is calcification on the ventricular aspect of the leaflets and, again, the leaflets were essentially frozen in place with extremely reduced orifice consistent with the findings at catheterization." Device was replaced. Patient was successfully weaned from cpb and the valve was functioning well. Patient tolerated the procedure.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: device is not available for evaluation. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, through follow up with the health care provider, the patient was described as a critically ill, old woman with a history of copd, diabetes mellitis, pulmonary edema and pulmonary hypertension, chronic thrombocytopenia, and chf. The condition of the device at explant was described as "calcification on the ventricular aspect of the leaflets", "leaflets were essentially frozen in place." It was concluded that the patient¿s medical history was a potential factor contributing to the clinical observations noted in this case.